Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise, the record will be reopened and the investigation will be reworked. Device remains implanted.

Event description:
It was reported that a 3.5 locking screw went through a size l lisfranc anchorage lisfranc plate. The rep reported that the surgeon "white-knuckled" the driver in driving in the screw. The devices are implanted and not available. The screw that went thru the plate remained in patients' bone. Additional x-rays, medical records, and further information are not available due to hospital policy.